Event description:
The patient was revised to address pain. Revision surgery found poly wear and fracture of the insert locking mechanism.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to retrieve the device history records for reviewing and search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported polyethylene wear/fracture based on the lack of the product to examine and insufficient product information. It was noted the product was implanted for approximately 14 years prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.